Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned in two (2) pieces with a non-bsc guide catheter and non-bsc extension guide catheter. Microscopic examination of the distal shaft noted no irregularities or defects. However, microscopic analysis noted a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. The interventional device used in the procedure was returned with the complaint device. The non-bsc guide catheter pinned with pin gauges at both ends, each end was .071¿; however, due to the separation of the shaft, functional testing could not be performed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as: 2134265-2016-05590. Reportable based on device analysis completed on 07jul2016. It was reported that resistance occurred inside the guide catheter. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified circumflex artery. A guidezilla was selected for use. During the procedure, resistance was observed when the guidezilla was inserted through a non bsc guide catheter. Subsequently, the stainless steel collar of the device became partially separated within the guide catheter. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient's status was good. However, device analysis revealed a complete separation at the collar/proximal shaft bond.